Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during device change out. The lead was left inside the patient body to prevent possible complication associated with lead extraction. A new lead was implanted and the patient was stable post procedure.